Event description:
A tps handpiece cord was sent for eval because it was causing hand pieces to run continuously during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.